Event description:
Patient complains of bubbles during infusions and pump acting odd and beeping during infusion. Pt states there are no kinks in the line and medication was not shaken before infusion. No further information provided. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? None reported; is the actual device available for investigation? Unknown; did we [MFR] replace device? Replacement scheduled; did the patient have a backup device they were able to switch to? Unknown; was the patient able to successfully continue their infusion? Unknown. Unknown if md is aware. No further information provided. Reported to (B)(4) by: patient/caregiver.